Event description:
While threading wire, it felt like the wire hit something. Went to take wire and needle out and could not remove them. Removed needle, started to pull wire out and the wire began to unravel. Pt was sent to ir to get the wire removed. They were unable to remove the wire and were sending the pt to the operating room.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the user facility. A lot history review (lhr) of rewc0773 showed no other similar product complaint(s) from this lot number.